Event description:
It was reported that during a small bowel resection procedure, a couple of staples fired on either end, but there were no staples in the middle of the staple line. Over-sewed the staple line with manual sutures to complete the case. There was no patient consequence.